Event description:
It was reported that the syringe plunger holders do not open when the release lever is pressed. Also, this pump will not recognize any syringe smaller than a 12 cc. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). Manufacturing device history record review was not performed, because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customers reported problem were found during the review of service and repair records. Visual inspection found the device was in good condition with no appearance of any physical damages. During functional testing, pressing the plunger lever to check the movement of the flippers, the reported problem was duplicated. The root cause of the reported issue was found to be the dowel pin came loose from plunger head mount which also the causing the not recognizing the smaller size syringe. This was due to a design issue. Replaced dowel pin and plunger head mount. Performed syringe test and all functional testing which passed.